Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead exhibited higher pacing threshold values of 1.5v, so the physician repositioned the lead. However, the helix would no longer extend and the lead was removed. A new lead of the same model was implanted successfully. No adverse patient effects were reported.